Event description:
It was reported the implant collar #46 fractured and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown zimmer implant for evaluation. A visual evaluation was performed, signs of use was identified; the implant was fractured at the collar. A fractured removal tool fragment was identified stuck inside the implant. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.